Event description:
One endeavor rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. A dissection was noted therefore, one endeavor rx drug-eluting stent was implanted at the mid lad overlapping, as treatment of a complication/ dissection/ bailout. Two ptca revascularizations of the distal rca (non-target vessel) are reported to have been carried out, approximately 3 weeks following index procedure. Two endeavor rx drug-eluting stents were implanted. Investigator has indicated that event was not related to the study stent. At 30 day follow up patient displayed stable angina. Patient was asymptomatic / free of symptoms at 6 month follow up. Patient was unavailable for 1 year follow up. Patient was asymptomatic / free of symptoms at 1.5 year follow up.

Manufacturer narrative:
(B) (4). Results: dissection.